Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Further information was requested, but not received.

Event description:
This device is part of the battery performance alert advisory and explanted. The patient was in unknown condition.